Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle direct fix posterior mesh. Later the patient experienced recurrent/worsening bulge at the vagina, pain, and mesh exposure. A resection of the exposed vaginal mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.